Event description:
It was reported that the right atrial (ra) lead exhibited sensing threshold measurements that were below range and had intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.